Event description:
Patient on pressure control ventilation (pcv) mode on the esprit ventilator transported to radiology department. Procedure completed.once the procedure had completed respiratory therapist unplugged the o2 line from the wall and attached it to the o2 coupler on the e cylinder for transport back to dept. An alarm on the vent that read, "o2 safety valve stuck" appeared and would not clear from the alarm menu. We immediately disconnected the patient from the vent and began to ambu bag with 100% o2. I reinserted the o2 line back into the wall in an attempt to troubleshoot and the alarm still remained on the screen. I called for another vent and successfully completed the transport with a different esprit vent with the previous pcv settings and the charge rt was notified.